Event description:
Glass thermometer broke while mom was taking her daughters temperature rectally. The child was taken to a hosp by paramedics, where x-rays were taken and the child was placed on antibiotics and prescribed ointments to apply to her cut.